Event description:
Boston scientific received information that this right atrial (ra) lead exhibited, loss of capture (loc), undersensing, pacing not delivered when required, out-of-range (oor) pacing impedances of greater than 2000 ohms, and was believed to have a conductor fracture. As a result, the lead was explanted and replaced. Upon explant of the lead, it came out in pieces. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.